Event description:
Per the surgeon's report, this patient's device extruded 3 months after cochlear implantation. A skin flap revision surgery was performed (date unknown), but was not successful. The surgeon explanted the device in 2006 and reimplanted a new device the same day.

Manufacturer narrative:
This is a final report.